Event description:
It was reported that the patient experienced a noise while walking with crutches during walking trials. Using x-rays it was found that the shell had loosened. Upon evaluation of the returned device, it was noted that the incorrect screws were used to secure the implant in patient, during implantation.